Event description:
It was reported that an integrated apd set w/cassette leaked. The event was further described as ¿leak was coming from inside the cassette door.¿ this was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home (B)(4). Baxter healthcare - dominican republic (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.